Manufacturer narrative:
Manufacturer's investigation conclusion: the reported tear in the outer jacket of the driveline was not able to be confirmed through this evaluation as no images were provided and the device remains in use. A specific cause for the reported damage could not be conclusively determined through this evaluation. The submitted log file showed the pump operating as intended above the low speed limit for the duration of the file. No notable alarms or events were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for vad-20404 and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 7 ¿equipment storage and care¿ provide information on driveline care and cleaning, and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook (rev. C) is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Additionally, several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous tear to the driveline is reported under MFR # 2916596-2021-01981. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a new small sheath tear on the driveline. Log file review noted clusters of pulsatility index (pi) events as well as routine power source changes. The small tear to the driveline jacket did not appear to be affecting pump operation. The small sheath tear was wrapped in rescue tape and the issue was considered resolved. The patient was asymptomatic with pi events. Patient symptoms and status were noted to be within normal limit. Blood pressure was managed. The patient was scheduled for an evaluation visit in 2 weeks.